Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, when approaching stomach for the first firing, the device was unable to be squeezed to the end. The procedure was completed with another device. There was no patient injury.